Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting a low battery and device service required warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The first event recorded in the pad device is on (B)(6) 2012, showing the software upgrade. The device failed the subsequent self test because of a low battery. On (B)(6) 2012, the device completed two manual self tests but failed following three. On (B)(6) 2012, the device completed one manual self test but again failed the following five self tests for a lot battery. The problem with the device was attributed to a failure of the u6 component. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.